Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump error 15, and pump error 23. The event involved product(s) mmt-1884l. Troubleshooting was performed and the customer was able to clear the error and fill out the out the cannula delivery test, which was successful. The error table did not indicate that the pump should be replaced and the pump passed the self-test. The customer was not using the quick bolus speed feature on an impacted pump. No harm requiring medical intervention was reported. Mmt-1884l was requested and the customer response was the device was returned.

Manufacturer narrative:
Pump successfully downloaded traces and history files using thump. Unit passed, the displacement test and self test. No unexpected pump error 23 or pump error 15 alarms noted, during testing. However, pump error 15 (file number = 38; line number = 442) found in pump history/trace files on (B)(6) 2024 at 02:47:09.000. Pump error 23 confirmed, in the pump history/trace files on (B)(6) 2024 at 02:47:11.000. Pump was cut open to perform visual inspection. And found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. P-cap reservoir locks properly into place. The following were noted, during visual inspection: scratched case and pillowing keypad overlay. Unexpected pump error 23 alarms confirmed, in the pump history/trace files on (B)(6) 2024 at 02:47:11.000, as a result of an unexpected restart caused by pump error 15 alarm. Pump error 15 ((B)(4)) alarm confirmed, in the pump history/trace files on (B)(6) 2024 at 02:47:09.000, due to suspected hardware error ,as per global logic analysis (esf (B)(4)). Problem isolated to the electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.